Manufacturer narrative:
Correction to section b2. Please reference related manufacturer report no: 2015691-2021-06550, 2015691-2021-06553 , and 2015691-2021-06554.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between (B)(6) 2017 to (B)(6) 2018. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In transcatheter valve replacement patients, it may be caused by guide wire perforations or annular ruptures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the limited information, the cause of the cardiac tamponade related to stent migration. Additional details were not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: al otaiby, mohammed; al garni, turki a.; alkhushail, abdullah; almoghairi, abdulrahman; samargandy, sondos; albabtain, monirah; arafat, amr a.; and alamri, hussein, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', journal of the saudi heart association (2020).

Event description:
As reported from our affiliates in (B)(6), per article, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', 22 patients who underwent mitral valve in valve procedure due to bioprosthesis degeneration from (B)(6) 2017 to (B)(6) 2018. All patients were implanted with a sapien 3 valve by trans-septal approach. The following events were identified: 1 patient presented with perforation and tamponade.